Event description:
On (B) (6) 2010, the patient reported that since (B) (6) 2010, she has had elevated blood glucose readings up to 277 mg/dl with her normal range being 125-150 mg/dl. She said her readings are due to air bubbles in the insulin cartridge of her infusion device. Symptoms are sleepiness. She said she treated her readings by drinking "a lot" of water. She stated there are usually a couple of large air bubbles in the cartridge at the start that turn into small champagne bubbles as the air moves through the tubing. She stated she uses room temperature insulin to fill the cartridge. She stated she has not changed the adapter. Courtesy adapters were sent to the patient. She currently has air bubbles in the tubing which she was assisted in priming out. The patient called back on 03/08/2010 and stated she received the new adapter on (B) (6) 2010 and changed the adapter, cartridge and infusion set. She said 2 hours after priming she saw more air bubbles. The patient stated she inserts the cartridge prior to attaching the adapter and tubing. She was advised to attach the adapter and tubing to the cartridge prior to inserting into her device. She said she saw a small amount of insulin dripping from the bottom of the cartridge into the chamber. She was advised to change the cartridge and use a cotton swab to dry out the moisture in the chamber. She was assisted with properly changing the cartridge and she said she sees fewer air bubbles than with her previous technique. She stated her blood glucose at 10 am was 239 mg/dl. On follow up on (B) (6) 2010, the patient said she is still seeing air bubbles and experiencing elevated blood glucose readings. A request for additional training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge, infusion device adapter, and infusion set were requested to be returned for evaluation.